Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 20 x 2.50 promus premier select stent was advanced and positioned at the left anterior descending artery (lad), but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select ous mr 20 x 2.50mm stent delivery system (sds) 28515165-036 (finished goods batch 28560563) was returned for analysis and the following attributes were examined: stent profile: an examination (visual and via scope) of the crimped stent found stent damage along the entire length of the stent. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip found distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage at the exchange port, with traces of blood-like media. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 20 x 2.50 promus premier select stent was advanced and positioned at the left anterior descending artery (lad), but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.